Event description:
It was reported that the patient presented in clinic for routine follow up experiencing fatigue. It was noted that the patient had suffered a fall in (B)(6) 2014 and the device had not been checked since. Upon interrogation, the right ventricular lead exhibited noise. The noise was not reproducible with provocative movements in the clinic. The lead was capped and replaced on 3/20/2015. The patients condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.